Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The biomed reported that they confirmed the reported iab leak with their test catheter and tester, and supplied the data strip to confirm. The stm first confirmed that the unit was operational and ran for about 15 minutes and checked the fault log files and found the reported leak in iab circuit failure both for the biomed's tests and for the end users. No related faults in the "last faults" log. Last reported faults where months old and didn't occur at the same time as the iab leak alarm. The stm ran the unit for about an hour and wasn't able to duplicate the reported problem. The stm completed all functional tests and validated the calibration. All tests passed within specs and no adjustments were required. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) displayed a leak in the iab circuit error. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) displayed a leak in the iab circuit error. There was no harm or injury to the patient and no adverse event was reported.